Event description:
It was reported that the customer administered a manual injection because they did not think the pump was delivering boluses. The customer's blood glucose (bg) level subsequently decreased to 30 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.